Event description:
It was reported that there was some data issues with the device when it was interrogated. There were some question marks and ts discussed resetting the device and it should be normal. There were no adverse events. This event is included in (B)(4) emblem sicd transient memory corruption.

Manufacturer narrative:
It was reported that there was some data issues with the device when it was interrogated. There were some question marks and ts discussed resetting the device and it should be normal. There were no adverse events. This event is included in (B)(4) emblem sicd transient memory corruption.